Event description:
The manufacturer received information alleging a patient passed away due to the device. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a patient passed away due to the device. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The device was returned to third party service center and evaluated. Evaluation result stated that foam particles were not observed.